Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked reservoir tube, cracked battery tube threads, cracked case at display window corner and minor scratched lcd window.

Event description:
It was reported that the customer received a no delivery alarm. Customer's blood glucose level at the time 111mg/dl. It was also reported that the reservoir was cracked. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.